Event description:
The plaintiff's attorney alleged that the pt experienced a myocardial infraction. It was reported that the event occurred due to exposure of the product administered for dialysis.

Manufacturer narrative:
This is one event for the same pt involving two separate products.